Manufacturer narrative:
(B)(4). Batch #: 400a34. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and with the anvil missing. The breakaway washer was not present, and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. A new washer was placed in a test anvil. An attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a new washer on a test anvil and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, the damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the lower anterior bowel resection procedure, the 29mm powered circular stapler did not fire. The battery was placed into the device and the device had power. The anvil was placed properly, and the anvil was closed into the firing zone, but the device did not fire. A new device was pulled, and the battery was changed. This did not solve the problem, so the new device was used. The procedure was delayed by 45 minutes. No fragments were generated. There was no patient consequence. The device is in the possession of the hospital.